Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac artery. A 10.0 x 40 75cm mustang¿ balloon catheter was advanced for dilatation. However, during the first inflation at nominal pressure, the balloon ruptured. The device was completely removed from the patient and a non-bsc cutting balloon catheter was used but it also ruptured. The physician just kept ballooning with a different device and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for analysis. The balloon was unfolded which indicated it had been subjected to positive pressure. A visual examination of the returned device identified a longitudinal tear in the balloon material beginning approximately at the proximal end of the proximal marker band and extending approximately 44mm distally across the balloon material. No issues were identified with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination found no issues with the markerbands or tip of the device that could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac artery. A 10.0 x 40 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at nominal pressure, the balloon ruptured. The device was completely removed from the patient and a non-bsc cutting balloon catheter was used but it also ruptured. The physician just kept ballooning with a different device and the procedure was completed. No patient complications were reported and the patient's status was stable.